Manufacturer narrative:
In regard to this complaint, one trocar (inserter and cannula with closure valve) was received for investigation. Visual inspection revealed no anomalies. The valve was in pristine shape. Physical testing showed that the closure valve met its maximum water leakage specification of 0.4 ml/min at 40 mmhg. In fact, the valve did not even show signs of leakage up to 136 mmhg pressure. Based on the investigation performed, the reported failure could not be confirmed for the returned product. Based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required as the complaint could not be reproduced on the actual product. The analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Event description:
We have been informed that, during procedure, after the placement of the 3 trocars and the irrigation line, irrigation was started, the valve of one of the trocars showed a major leak. Another pack was used to replace the faulty valve and continue procedure. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that, during procedure, after the placement of the 3 trocars and the irrigation line, irrigation was started, the valve of one of the trocars showed a major leak. Another pack was used to replace the faulty valve and continue procedure. No report that actual patient harm occurred or surgery was prolonged > 30 min.